Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Interrogation of the device noted automatic mode switching episodes that appeared to be caused by far-r wave oversensing. Episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were also observed. Programming changes were made to correct the far-r wave oversensing, but none were made in regards to the rv oversensing episodes. The patient was stable and continued to be monitored.